Manufacturer narrative:
Tracking no: (B)(4). A review of the device history record indicates this device lot number was released meeting all release specifications at the time of manufacture. A review of complaint data reveals no trend for a device related failure for this condition. (B)(4).

Event description:
According to the reporter: during a laparoscopic hiatal hernia repair the device jammed. No adverse events reported.